Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, failed battery test, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-399a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored, no rewind anomaly and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There were no failed battery alert/battery failed alarm or battery related alarms/alerts recorded in the formatted history file on the event date. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found on: 07/30/2024 12:17:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/30/2024 12:19:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/30/2024 12:20:04.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/30/2024 17:22:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/30/2024 17:27:22.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/30/2024 19:53:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 07/30/2024 20:26:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 07/30/2024 20:36:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2024 16:25:30.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 08/16/2024 16:26:12.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 08/16/2024 22:00:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/17/2024 02:07:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/17/2024 02:10:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/17/2024 05:24:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/17/2024 05:28:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/17/2024 05:31:22.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 08/17/2024 09:00:08.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 30-oct-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for rewind anomaly, failed battery alert/battery failed alarm and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.